Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple insulin flow blocked alarms during bolus, basal, and fixed prime. Customer's blood glucose was unknown. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alert noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.